Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 6.2 mmol/l. The customer changed the battery but the anomaly persisted. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues; the buttons were not pressed for longer than three seconds either. The pump was not bump or dropped. The customer confirmed that the pump is worn against their skin, and the customer was advised not to do that to protect from moisture. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had intermittent act button response due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and stained end cap sticker.